Event description:
Patient presented to emergency department post lvad implant (heartmate ii) placed approximately 14 months earlier. Chief complaint was lvad alarming due to reduced flow. Patient underwent redo sternotomy and explant of left ventricular assist device and insertion of new heartmate ii lvad secondary to equipment malfunction. Description of malfunction: multiple low flow alarms in setting of elevated ldh and failed ramp echo study. Patient underwent emergent lvad exchange which resolved low flows.